Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new 20cm x 12mm spectra penile prosthesis (spp) was implanted.